Manufacturer narrative:
(B)(4). Batch # 876a40. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be missing. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric bypass procedure that there was an issue with the firing button. The button was loose and gave no resistance when touched. Firing sequences were completed successfully and the staple lines were fully intact over several firings throughout the case. Same device was used to complete the procedure. There were no adverse consequences for the patient.